Event description:
It was reported by the clinic that the remote monitor was unable to establish telemetry with the implanted device. Further troubleshooting steps will be taken including adding more of a barrier between the antennae and the device. If unsuccessful, the patient will be monitored in the clinic and a new monitor may be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic that the remote monitor was unable to establish telemetry with the implanted device. Further troubleshooting steps will be taken including adding more of a barrier between the antenna and device. If unsuccessful, the patient will bemonitored in the clinic and a new monitor may be ordered. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.